Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess) the surgeon alleged the tracking was off on the system; the instrument were not syncing properly or tracking with the patients CT scan. The surgeon felt that it was unreliable. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: the initial 3500a incorrectly stated that "a planned maintenance was successfully performed with no other issues found." A quote for planned maintenance was provided to the site, however the customer canceled the work order for planned maintenance.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative, following up with the site, reported that the screw that holds the head frame together and one of the suction cups was lost at the site. A planned maintenance was successfully performed with no other issues found.